Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review: release date: 5/20/2020. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0114397 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: since no samples or photos displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples or photos displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the needle sftygld 25x5/8 rb safety mechanism failed, exposing the needle and resulting in a dirty needle stick. The employee went to occupational health and had blood work performed as a result. The following information was provided by the initial reporter: "apparent failure of the safety device for a bd needle that resulted in an employee being stuck." "The safety feature did initially engage and then slipped exposing the needle." "Yes, the needle stick occurred with a contaminated needle." "The employee was sent to ER/occupational health for bloodwork and an evaluation. "